Event description:
It was reported that when the device was used during a unknown procedure, the device locked out during firing. Another device was used to complete the case. There was no consequence to pt.